Event description:
The pt underwent a scheduled procedure to remove previously placed hardware for a right total knee. The procedure was "removal of hardware right knee with revision." The preoperative diagnosis was "right knee failed hardware." The physician's operative report makes reference to the tibial component being removed because the pt "dislodged her component." According to records accessed, the original implant was not placed at this facility. This facility was notified 11/20/06 by the MFR about the explant. The report came to the MFR from a local sales rep.